Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during the implant of the right atrial lead, the lead had high capture thresholds in multiple locations. The lead was able to be positioned to have acceptable capture thresholds and the pocket was closed. The patient later presented to clinic for a routine device interrogation, which revealed that the right atrial lead had a high capture threshold. The lead was then attempted to be repositioned, but with multiple positioning attempts the capture threshold was still high. The lead was also noted to be slightly difficult to maneuver. The lead was removed and successfully replaced. The patient was in stable condition throughout.